Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remain in service, and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remained in service and were subsequently explanted and replaced. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remained in service and were subsequently explanted and replaced. This pacemaker was returned for analysis. No additional adverse patient effects were reported.